Manufacturer narrative:
Product returned and evaluated, wheelchair found with tubing was torn away from the weld at the bottom rear of side frame .

Event description:
Dealer states the side frame is broken where the back cane attaches. Dealer was not sure what side.

Event description:
Dealer states the side frame is broken where the back cane attaches. Dealer was not sure what side.

Manufacturer narrative:
Follow up to be sent if additional information is received.